Event description:
Olympus was reported that the probe tip was broken at second uses. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for eval. The eval confirmed that the probe broke down at 17 mm from the distal end. There was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.